Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. High, out of range hv lead impedance was also noted. The hv therapy was disabled and the pace/sense portion of the lead was connected to the new device. The patient was stable throughout the procedure.

Manufacturer narrative:
(B)(4).